Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-injection site was confirmed, but the exact cause of the leak could not be determined from the video that was provided for investigation. The video showed a 20g huber plus infusion set during use. During infusion, a clear fluid was leaking from the blue valve on the y-injection site. Both a spraying leak and drops of fluid are shown at the valve. While the cause of the leak could not be determined from the video, potential contributing factors include deformation of the valve housing or damaged valve stem. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. =

Event description:
It was reported that cancer patient bought huber plus from pharmacy in this hospital and brought to facility. Staff nurse opened this box of huber plus and inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse and pharmacist. Cancer patient is fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1473 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that cancer patient bought huber plus from pharmacy in this hospital and brought to facility. Staff nurse opened this box of huber plus and inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse and pharmacist. Cancer patient is fine.